Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18¿ of the external portion/distal end of the driveline was returned for evaluation. White rescue tape was observed 2¿ through 6¿ from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 3¿ and 5¿ from the metal connector. The clear bionate layer was discolored, but otherwise appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU rev. C (document #(B)(4)) is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook (document (B)(4), rev. B) is also available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The percutaneous lead was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was having low speed operation alarms while on ac power, none on batteries. Manufacturer's technical service representative reviewed the log file and observed low speed events which connected to power module on (B)(6) 2019 at 4:02 am that resolved on its own. It was reported that there were a couple suspicious areas noticed on the driveline. Manufacturer's technical service representatives performed an on-site percutaneous lead replacement on (B)(6) 2019 and a single driveline fault was seen on review of history that coincides with reported time of procedure. The single driveline fault alarm that was captured on (B)(6) 2019 from 12:49 to 12:54 during the driveline replacement procedure was normal. No further information was provided.